Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased/high pacing thresholds, decreased sensing amplitude, and suspected loss of capture. It was noted that the changes resulted in impacted device longevity though this was considered expected. A revision procedure was subsequently performed wherein the rv lead was explanted and replaced. The lead was discarded following the procedure and will not be returned. The patient complained of fatigue and dyspnea prior to revision though no adverse effects were reported.